Event description:
It was reported that there was no lock between the implanted device and the external equipment. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.